Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had to go in for an MRI before they had leg surgery 2 weeks ago, they forgot to turn it back on until after their leg surgery which did not involve their spine. Patient reported when they turned it back on, they turned stim to the degree they thought they could handle and several times during the day it is vibrating, rapidly pulsating for 25 seconds then stops then 40 minutes later it pulsates again. Pt said also they notice they are losing progress with their bladder. Reviewed interstim therapy optimization information and stim sensation information. Redirected to their doctor. Patient said they will adjust the pulse down a bit and will see their doctor in the next week or so.